Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the aging degradation of the subject device by long term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in an unspecified timing, the endoscopic image of the subject device disappeared on the monitor temporarily. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.